Event description:
It was reported that on (B)(6) 2025, a bone marrow aspiration procedure was performed. Subsequently, on (B)(6) 2025, the patient presented erythema, pain, and heat at the aspiration puncture site. Given these findings, treatment with cephalothin was initiated to treat the bacterial infection. It was further reported that on (B)(6) 2025, the lesion was poorly evolving, and the size increased to approximately 4x3cm. It was also mentioned that greater erythema, edema, and localized induration, blackish coloration in the center of the lesion, accompanied by an increased in local temperature, without the presence of fluid or pus (seropurulent secretion) was observed. An ultrasound study of the right iliac crest and gluteus showed inflammatory changes in the puncture site, with no evidence of collections; therefore, cephalothin antibiotic medication was suspended after 10 days of use and therapy with vancomycin was started to continue bacterial infection treatment. However, a purulent abscess (pus) developed which was drained and cultured. On (B)(6) 2025, the treatment was successful with clinical improvement of the wound, so the patient was giving cefepime for 10 days and 14 days of vancomycin to complete treatment for the bacterial infection.

Manufacturer narrative:
H10: manufacturing review: a review of the internal manufacturing device record and raw material history files for the reported lot number 0001559853 was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. H10: b5 (describe event or problem), g4 (date received by manufacturer), g7 type or report - follow up# 1), h2 (correction and additional information). H11: h6: annex g (component code), h6 (type of investigation, investigation findings, and investigation conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. H10: annex e: e172002 - cellulitis, e1901 - bacterial infection. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, a bone marrow aspiration procedure was performed. Subsequently, on (B)(6) 2025, the patient presented erythema, pain, and heat at the aspiration puncture site. Given these findings, treatment with cephalothin was initiated to treat the bacterial infection. It was further reported that on (B)(6) 2025, the lesion was poorly evolving, and the size increased to approximately 4x3cm. It was also mentioned that greater erythema, edema, and localized induration, blackish coloration in the center of the lesion, accompanied by an increased in local temperature, without the presence of fluid or pus (seropurulent secretion) was observed. An ultrasound study of the right iliac crest and gluteus showed inflammatory changes in the puncture site, with no evidence of collections; therefore, cephalothin antibiotic medication was suspended after 10 days of use and therapy with vancomycin was started to continue bacterial infection treatment. However, a purulent abscess (pus) developed which was drained and cultured. On (B)(6) 2025, the treatment was successful with clinical improvement of the wound, so the patient was giving cefepime for 10 days and 14 days of vancomycin to complete treatment for the bacterial infection.

Event description:
It was reported that on (B)(6) 2025, a bone marrow aspiration procedure was performed. Subsequently, on (B)(6) 2025, the patient presented erythema, pain, and heat at the aspiration puncture site. Given these findings, treatment with cephalothin was initiated to treat the bacterial infection. It was further reported that on (B)(6) 2025, the lesion was poorly evolving, and the size increased to approximately 4x3cm. It was also mentioned that greater erythema, edema, and localized induration, blackish coloration in the center of the lesion, accompanied by an increased in local temperature, without the presence of fluid or pus (seropurulent secretion) was observed. An ultrasound study of the right iliac crest and gluteus showed inflammatory changes in the puncture site, with no evidence of collections; therefore, cephalothin antibiotic medication was suspended after 10 days of use and therapy with vancomycin was started to continue bacterial infection treatment. However, a purulent abscess (pus) developed which was drained and cultured. On (B)(6) 2025, the treatment was successful with clinical improvement of the wound, so the patient was giving cefepime for 10 days and 14 days of vancomycin to complete treatment for the bacterial infection.

Manufacturer narrative:
H11: e1 (initial reporter facility name), g3 (date received by manufacturer), g6 type or report - follow up# 2), h2 (correction and additional information). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.